Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73g1900588 was manufactured on 07/22/2019 a total of (B)(4) pieces. Lot was released on 08/02/2019. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
Reported issue: clip jammed.

Event description:
Reported issue: clip jammed.

Manufacturer narrative:
(B)(4) the customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appeared used as there was biological material present on the device. The staples appear to be properly aligned. The stapler was returned with 30 staples left in the cartridge indicating that at least 5 staples have been fired by the end user. Functional inspection was performed by applying hand pressure to the trigger. Upon full engagement of the trigger, the first staple was partially formed and got stuck in the device. There was noticeable pressure felt from the trigger once engaged. The first staple had biological material on it. Two more attempts were made and the second and third staples were partially formed and fired from the stapler. The device was disassembled , and it was found that the cover block was partially detached from the trigger which caused the increased pressure felt at the trigger. The cover block was manually reattached to the trigger and the stapler was reassembled. The next 4 staples were able to properly form and release. To simulate insertion into the skin, the remaining staples were fired into a skin pad. All 23 remaining staples were able to properly form and release into the skin pad. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the root cause of this complaint could not be determined. It could not be determined how or when the cover block became partially detached from the trigger. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that these issues were present at the time of manufacturing assembly. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The sample was returned with the cover block partially detached from the trigger. This prevented the stapler from functioning properly and it created increased pressure felt on the trigger during functional inspection. Once the cover block was reattached to the trigger, the device functioned properly with all remaining staples forming and releasing from the device. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. It could not be determined how or when the cover block partially detached from the trigger. Therefore, the root cause of this complaint could not be determined.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: clip jammed.